Manufacturer narrative:
Additional device involved in this event: pxc121000/14761647. The udis of the lots are as follows: lot 14331513: (B)(4); lot 14761647: (B)(4). (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with two gore® excluder® aaa endoprostheses for treatment of an unknown etiology. On an unknown date, both devices were explanted. It was reported there were no issues with the gore devices. Additional information has been requested.

Event description:
Records dated (B)(6) 2016 indicate the patient presented with a large gastrointestinal bleed and was transferred to a medical care unit on (B)(6) 2016 where the patient was resuscitated. It was reported it was unclear what the ¿source of vascular to enteric system connection was, but there was a presumed primary aortoenteric fistula.¿ the records indicate that on (B)(6) 2016, the patient underwent treatment of the primary aortoenteric fistula with two gore® excluder® aaa endoprostheses and a gore® viabahn® endoprosthesis. It was reported that during slight withdrawal of a 12 fr sheath on the left (manufacturer unknown), a small area of extravasation was noted, but the patient reportedly remained hemodynamically stable. It was reported the patient had high-grade stenosis on the left side. A completion angiogram reportedly showed no leak on the left side. On the right side, an 11x50 limb (manufacturer unknown) was deployed with preservation of the right internal iliac artery. It was reported an antegrade angiogram was then performed, which reportedly showed what appeared to be blood flowing from a vessel into the duodenum, then transversing into the bowel. The patient reportedly became hypotensive at this point, and the patient was resuscitated. It was reported that after additional ballooning was performed to remold the entire graft, the patient stabilized. It was reported there was a possible small gutter leak that was leaking around the main body of the graft, which was sealed by the additional ballooning. The procedure was completed with no intraoperative complications. Records dated (B)(6) 2017 indicate that post-operatively after the (B)(6) 2016 procedure, the patient had a protracted course and was admitted for volume overload and ascites. It was reported the patient was found to have bacillus calmette-guerin in his bone marrow and blood and had complications from therapy including liver failure and loss of vision, both of which resolved. At this time, workup identified an aortoenteric fistula. Operative records dated (B)(6) 2017 indicate the patient underwent treatment of the aortoenteric fistula whereby the endografts were removed and an aortoiliac bypass with rifampin-soaked graft. The records indicate the patient also underwent a small bowel resection and cystoscopy with ureteral stent placement during the procedure. The records indicate there was indication of aortitis and infection of the aortic endografts. The records indicate that during manual exploration of the abdomen, it was found the patient had an enlarged spleen overlying his aorta. The records state the duodenum was cauterized off the aorta, the aorta was entered, and the distally implanted gore devices were removed. The main body of the endograft was then transected and pulled out of the aorta. The records indicate that after debridement of the aorta, all infected tissues were removed, and the aorta was repaired using a surgical graft. The records indicate the patient had strong pulses in both feet. The abdomen was closed and the procedure was concluded with no reported issues. History and physical records dated (B)(6) 2017 state ¿bladder [cancer] [status post] bcg therapy with dissemination leading to bcg aortitis [complicated by] aortoduodenic fistula [status post] evar (B)(6) 2016¿¿

Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Multiple attempts, both written and verbal were made to the explanting physician's office and hospital release of information department in order to obtain information on this event. However, it was reported no additional information can be provided.